Event description:
"Pt was found dead lodged between side rails & mattress." Coroner rulled that "pt died of asphyxiation due to faulty placement of restraint. Nsg home administrator. Reports device was applied properly. (Per reporter)